Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, headache, nausea, nausea / vomiting and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In previous report the manufacturer reported incorrect information in box b: adverse event/product problem as both and attributes ae other, after review, it was determined that the customer reported only product problem. In previous report the manufacturer reported incorrect information in box h:type of reported complaint as serious injury. After review, it was determined that the customer reported only product problem.